Event description:
Reportable based on analysis approved on (B)(6) 2014. It was reported that a difficulty crossing event occurred. The 38mm x 2.7mm, <=45 degree bent, 95% stenosed target lesion was located in the moderately tortuous and non calcified left circumflex artery. Pre-dilation was performed with an unspecified balloon catheter. A 2.75x38mm promus element long stent delivery system was selected to treat the lesion. The physician attempted to use the device but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. It was noted that stent struts from several stent rows at the proximal end of the stent were stretched and damaged so the proximal end of the stent was located approximately 4 mm proximal to the proximal markerband. The distal end of the stent had not moved and was in the correct location. The hypotube was kinked along its entire length. In addition, the outer was kinked at several locations. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).